Manufacturer narrative:
Additional patient information: (B)(6). Additional product codes for this report include hwc. The complainant parts are not expected to be returned for manufacturer investigation. Investigation could not be completed and no conclusion could be drawn as no device was returned. Device history review: manufacturing date: january 10, 2014 a review of the device history records revealed no complaint related anomalies. The device history record shows this lot of va-lcp olecranon plates was processed through the normal manufacturing and inspection operations with no non-conformances or rework noted. This order met all dimensional and visual criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications at time of acceptance. No non-conformance reports were noted. The raw material met all dimensional and visual criteria at the time of release with no issues documented. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent a hardware removal procedure of the left elbow due to painful retained hardware and infection. All of the removed hardware, which included one (1) plate and seven (7) screws, was intact. The bone appeared to be healed and the removal procedure was completed successfully with no further revision. The original implant procedure, to repair a fractured olecranon, was performed on (B)(6) 2014. There was no reported surgical delay from either operation. This report is 1 of 8 for (B)(4).